Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response on the up arrow button due to corroded keypad traces. The low reservoir alarm did function properly. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were not working. Customer stated that they received a low reservoir alarm and were unable to clear it. Customer's blood glucose reading at the time of the call was 204 mg/dl. Nothing further was reported.